Event description:
Four year old female with medical history of aortic stenosis and left ventricular hypertrophy status post resection of subvalvular aortic membrane (02/1989) underwent a pulmonary autograft-root procedure using a 26mm alt-pulmonary homograft on 9/17/1991. On 7/27/1998, pt underwent balloon dilation due to calcification and stenosis. The gradient went from 40mm to 20-23mm after dissection of calcium from wall of homograft.